Event description:
A customer reported that during a vitrectomy surgery in an ophthalmic system when the physician pressed on the button with fluid/air exchange twice, and she got water instead of air. It was not possible to remove all other step in the laser step they are shared mapped. Details of surgery and patient impact was not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).